Event description:
The event is reported, via medwatch, as: the patient went into sudden cardiac/respiratory arrest. The physician's attempts to intubate the patient were unsuccessful. The light on the blade went out during the lifting step of intubation, and/or the blade actually bent downward. The patient expired.

Manufacturer narrative:
It is unknown if the device sample is available for evaluation. The (B)(6) at (B)(6) hospital indicated that the blade used in this incident was used with a laryngoscope handle that was not manufactured by teleflex. The results of the investigation are not available at the time of this report. A follow-up report will be submitted upon completion of the investigation. There were three different devices (laryngoscope blades) used on one patient during one event resulting in one death.